Event description:
It was reported that a pump shut off while infusing medication to a pt. The customer also stated that the device was powered on and became operational again within mins of the occurrence.

Manufacturer narrative:
(B)(4). The customer stated that the pump seemed to shut off due to date and time. However, what the customer actually observed is unclear at this time. The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.